Manufacturer narrative:
Investigation results: summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube damage (cracking) with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to tube damage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tube damage (cracking) with the incident lot was observed. Evaluation of the retain samples was also conducted and tube damage was not observed. Root cause: based on the investigation, the most likely root cause was determined to be related to damage during shipping/distribution.

Event description:
It was reported a bd vacutainer® barricor¿ lh plasma blood collection tube was found cracked prior to use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.